Event description:
Device interrogation revealed that the pt's generator was programmed to oma output current instead of to the prescribed parameters. It is suspected that user error during previous programming session caused the device to be inadvertently programmed to oma output current. No adverse event was reported in conjunction with the suspected programming anomaly.